Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the software was uninstalled and reinstalled which resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the navigation system became responsive when entering ent application. Site was able to enter application after rebooting the system however the system became unresponsive again when loading patient data. Rebooting the system resolved the issue and the site was able to load patient data. There was no patient present at the time of the issue.